Event description:
It was reported that the customer received a motor error alarm, a low reservoir alarm, and, when she went to rewind the insulin pump, a compromised force sensor system alarm. The customer's blood glucose was 78 mg/dl. Troubleshooting was done. The customer was unable to complete the rewind sequence. Explained that the compromised force sensor system alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.